Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported after the cco value became unstable, it stopped measuring cco. There was no abnormality found on blood temperature. The customer changed 70cc2 and cedv, but the problem was not solved.